Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that during a cataract and intraocular lens (iol) implant procedure, the lens did not function in the injector. The lens remained below the piston that pushes the intraocular lens. The tip of the preloaded device had contact with the patient. The patient experienced incisional edema. The patient was not hospitalized, no treatment was given, and the patient recovered. Additional information has been requested.